Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired a possible infection at the lead site. The physician believed it was likely related to wound care. The device was removed and there have been no reports of further complications regarding this event.